Event description:
This is filed to report heart failure requiring hospitalization. It was reported that on (B)(6) 2022 the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing the mr to a grade of 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. The patient returned one month post procedure with heart failure and was hospitalized. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, heart failure/congestive heart failure is listed in the instructions for use as a known possible complication associated with mitraclip procedures. A cause for the reported heart failure/congestive heart failure cannot be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.